Event description:
It was reported that during treatment, the cardiosave intra-aortic balloon pump (iabp) screen is distorted. The treatment was not interrupted. There was no patient harm.

Manufacturer narrative:
Due to character restrictions in block e1 address: (B)(6). A supplemental report will be submitted upon completion of our investigation.